Event description:
A malfunction was reported on a customer's pump, but no significant events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear, which they acknowledged and understood.